Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was returned in one piece. The fiber measured approximately 316.4 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm. The distal tip was noted as damaged, likely as a result of handling. Examination under magnification revealed that the fiber tip was cracked but fully intact and there was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sub miniature-a (sma) connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on event. A review of the device e history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used in a ureteroscopy (urs) procedure in the kidney performed on (B)(6) 2019. Reportedly, the laser unit used was a acmi/gyrus with laser settings of 9 joules and 18 hertz. According to the complainant, during procedure, it was noted that there was no aiming beam and it did not fire laser energy from the laser fiber after it was inserted inside the flex scope. The procedure was completed with another accutrac 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. This event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector and tip cracked.